Event description:
Allegedly, front end of guide wire was branched.

Manufacturer narrative:
A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.